Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain/ pain excessive') in an adult female patient who had essure (batch no. B82477) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included trigger thumb on (B)(6) 2015, pain in hand on (B)(6) 2014, gestational diabetes on (B)(6) 2014, alopecia on (B)(6) 2013, chlamydia trachomatis infection of lower genitourinary sites in 2011, dermatitis in 2011, vaginitis in 2011, cervicalgia in 2010, smear cervix abnormal in 2005, blood pressure high and depression. Concurrent conditions included myofascial pain syndrome since (B)(6) 2017, cyst breast, appendicitis, adenomyosis, leiomyoma nos, pelvic pain, anemia, fibroids, hypertension, acute vaginitis and anxiety. Concomitant products included carvedilol (carvediol) since 2013, diphenhydramine hydrochloride, ethinylestradiol;norethisterone acetate (loestrin), fluconazole (diflucan), haloperidol lactate (haldol), hydromorphone hydrochloride (dilaudid), oxycodone hydrochloride (roxicodone) and sertraline hydrochloride (zoloft). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced migraine ("migraines"). In (B)(6) 2016, the patient experienced vaginal infection ("vaginal infection"), fatigue ("fatigue"), the first episode of alopecia ("hair loss"), vaginal discharge ("vaginal discharge"), dyspareunia ("painful intercourse"), memory impairment ("forgetfulness"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal distension ("bloating") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general) excessive leeding"), back pain ("back pain"), weight fluctuation ("weight fluctuation"), female sexual dysfunction ("apareunia") and the second episode of alopecia ("hair loss"). On an unknown date, the patient experienced headache ("headache"), vaginal haemorrhage ("abnormal bleeding vaginal"), heavy menstrual bleeding ("menorrhagia") and menstruation irregular ("irregular periods"). The patient was treated with surgery (hysterectomy (partial) vaginal hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, genital haemorrhage and back pain had resolved and the vaginal infection, migraine, headache, fatigue, vaginal discharge, weight fluctuation, female sexual dysfunction, dyspareunia, the last episode of alopecia, vaginal haemorrhage, heavy menstrual bleeding, memory impairment, dysmenorrhoea, weight increased, abdominal distension and menstruation irregular outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, heavy menstrual bleeding, memory impairment, menstruation irregular, migraine, vaginal discharge, vaginal haemorrhage, vaginal infection, weight fluctuation, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: discrepancy regarding essure confirmation test, earlier hsg done now as per pfs essure confirmation test was not done. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2017: impression: uncomplicated acute appendicitis. Hysterosalpingogram - on (B)(6) 2015: the implants were properly placed and could be relied as birth control. (B)(6) 2015. Imaging procedure - on an unknown date: essure confirmation test(s): not specified. Result- not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-may-2021: mr received. Reporters, concurrent conditions, medical history and lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain/ pain excessive') in an adult female patient who had essure (batch no. B82477) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included blood pressure high and depression. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin), fluconazole (diflucan) and sertraline hydrochloride (zoloft). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced migraine ("migraines"). In (B)(6) 2016, the patient experienced vaginal infection ("vaginal infection"), fatigue ("fatigue"), the first episode of alopecia ("hair loss"), vaginal discharge ("vaginal discharge"), dyspareunia ("painful intercourse"), memory impairment ("forgetfulness"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal distension ("bloating") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general) excessive leeding"), back pain ("back pain"), weight fluctuation ("weight fluctuation"), female sexual dysfunction ("apareunia") and the second episode of alopecia ("hair loss"). On an unknown date, the patient experienced headache ("headache"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia") and menstruation irregular ("irregular periods"). The patient was treated with surgery (hysterectomy (partial) vaginal hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, genital haemorrhage and back pain had resolved and the vaginal infection, migraine, headache, fatigue, vaginal discharge, weight fluctuation, female sexual dysfunction, dyspareunia, the last episode of alopecia, vaginal haemorrhage, menorrhagia, memory impairment, dysmenorrhoea, weight increased, abdominal distension and menstruation irregular outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, memory impairment, menorrhagia, menstruation irregular, migraine, vaginal discharge, vaginal haemorrhage, vaginal infection, weight fluctuation, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: discrepancy regarding essure confirmation test, earlier hsg done now as per pfs essure confirmation test was not done diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: the implants were properly placed and could be relied as birth control. (B)(6) 2015. Imaging procedure - on an unknown date: essure confirmation test(s): not specified. Result- not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-apr-2021: pfs received. Concomitant drug, lab data, events : "abnormal bleeding (vaginal), menorrhagia, forgetfulness, dysmenorrhea (cramping), weight gain, bloating, irregular periods" added. Onset date of events : "hair loss, vaginal infection, fatigue, vaginal discharge" added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure (batch no. B82477) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general) excessive leeding"), vaginal infection ("vaginal infection"), migraine ("migraines"), headache ("headache"), fatigue ("fatigue"), the first episode of alopecia ("hair loss"), back pain ("back pain"), vaginal discharge ("vaginal discharge"), weight fluctuation ("weight fluctuation"), female sexual dysfunction ("apareunia"), dyspareunia ("painful intercourse") and the second episode of alopecia ("hair loss"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, genital haemorrhage, vaginal infection, migraine, headache, fatigue, vaginal discharge, weight fluctuation, female sexual dysfunction, dyspareunia and the last episode of alopecia outcome was unknown. The reporter considered abdominal pain, back pain, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, migraine, vaginal discharge, vaginal infection, weight fluctuation, the first episode of alopecia and the second episode of alopecia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s): not specified. Result- not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure (batch no. B82477) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general) excessive leeding"), vaginal infection ("vaginal infection"), migraine ("migraines"), headache ("headache"), fatigue ("fatigue"), the first episode of alopecia ("hair loss"), back pain ("back pain"), vaginal discharge ("vaginal discharge"), weight fluctuation ("weight fluctuation"), female sexual dysfunction ("apareunia"), dyspareunia ("painful intercourse") and the second episode of alopecia ("hair loss"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, genital haemorrhage, vaginal infection, migraine, headache, fatigue, vaginal discharge, weight fluctuation, female sexual dysfunction, dyspareunia and the last episode of alopecia outcome was unknown. The reporter considered abdominal pain, back pain, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, migraine, vaginal discharge, vaginal infection, weight fluctuation, the first episode of alopecia and the second episode of alopecia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: essure confirmation test(s): not specified. Result- not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-mar-2020: pfs and mr received. Lot no. Added. Essure explant date added and implant date updated. New events were added: headache, migraine, vaginal bleeding, abdominal pain, back pain, vaginal infection, painful intercourse, apareunia, vaginal discharge, hair loss and weight fluctuation. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.